Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshoot was performed. The programming, time, and, date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.